Event description:
The consumer stated she unwrapped a tampon and the tampon appeared to contain mold.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product and it is currently under evaluation.